Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 11/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, during implantation, there was a perforation noted with the tri-lock stem. To bypass the defect a conversion to a summit stem was made and during reaming for the summit stem the proximal femur was fractured. At this time a tri-lock stem and a reamer are being added to the complaint and reported and the part/lot information for the cement is being updated and two cements are being added to the complaint. The complaint was updated on: 12/18/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Clinical report states that patient has suffered from a fracture in the cement mantle of the distal stem.